Event description:
It was reported that the patient presented remotely via merilin.net. Review of transmission noted that the right ventricular lead exhibited failure to capture, pacing impedance, and possible lead insulation damage. No interventions were performed. There were no patient conseqeunces.